Event description:
Letter received from a law office stating the patient ((B)(6)) died in a house fire and the hospital bed that was in the home at the time of the fire may have been the cause. This is a legal matter investigated exclusively by the legal department.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Letter received from a law office stating the patient died in a house fire and alleges that the hospital bed that was in the home may have been the cause. Since the model and serial number are unknown it is not yet confirmed that it is an invacare bed.